Manufacturer narrative:
Follow up #1 submitted: 08/13/2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was intact without damage. On testing, the ok button was hypersensitive. The remainder of the buttons had normal response. The keypad was removed for investigation and revealed the ok button contact was inverted. There was no contamination or damage to the remaining button contacts.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter indicated that the ok button was noted to be hyperresponsive to presses. The reporter indicated that the keypad rubber over the ok button was first noted to be cracked at the time of the hyperresponsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.